Manufacturer narrative:
(B)(4). Additional information: the device was manufactured august 22, 2015 ¿ august 24, 2015. The device was received for evaluation with approximately 100 ml of fluid still in the bladder. Visual inspection showed no evidence of fluid coming out at the distal luer. Flow was impeded by white crystallized drug in the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. The reported condition was verified. The cause of the drug residue was undetermined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow when priming was attempted. There was no patient involvement. No additional information is available.